Manufacturer narrative:
During investigation, there was no unexplained loss of primes observed in the black box. The rewind, load and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration test revealed a sensor was not detecting the correct force. The pump was opened and there was moisture damage found on the force sensor housing. The resistance on the force sensor was measured and found to be within specification. Unrelated to the original complaint, the battery compartment was found to be cracked. Additionally, the pump powered on to a dim and discolored display. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.